Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that 3 of the bd micro-fine¿ pro pen needles would not detach from the pen. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to detach the pen needle from the pen. According to the customer's report, the pen needle could not be detached from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-may-2023. H6: investigation summary: three open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No cat, no .320559. Visual examination was carried out on the returned samples and photos and no issues were observed. A functionality test was also carried out on all three samples no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 3 of the bd micro-fine¿ pro pen needles would not detach from the pen. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to detach the pen needle from the pen. According to the customer's report, the pen needle could not be detached from the pen.